Manufacturer narrative:
A visual and functional inspection was allegedly performed by the user facility who confirmed that there was no defect found with the device. The user facility also stated that they were unwilling to provide any details of the alleged injury event. Device was not available for evaluation.

Event description:
It was reported that the customer had a cot drop off the back of an ambulance while unloading a patient. The cot missed the safety hook. It was reported that the patient was injured, it was not reported to what extent. Further information has not been provided.

Event description:
It was reported that the customer had a cot drop off the back of an ambulance while unloading a patient. The cot missed the safety hook. It was reported that the patient was injured, it was not reported to what extent. Further information has not been provided.